Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, damaged catheter leakage. The catheter started leaking 1 week after placement and was found to be damaged when it was removed from the body. Chemotherapy drugs infused during time of leakage. Patient had no discomfort symptoms, no abnormalities around the patient¿s catheterization site. Catheter removed through the normal extraction route. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking groshong nxt is confirmed; however, the exact cause is unknown. One photograph and one video of a groshong nxt was returned for evaluation. An initial visual observation of the photograph and video showed what appears to be a subcutaneous leak located centrally along the catheter shaft. Upon infusion of fluid, the leak was observed with droplets of liquid forming from the leak site. Although a leak is observed, no details of the apparent damage to the catheter shaft could be discerned from the photograph and video. There were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, damaged catheter leakage. The catheter started leaking 1 week after placement and was found to be damaged when it was removed from the body. Chemotherapy drugs infused during time of leakage. Patient had no discomfort symptoms, no abnormalities around the patient¿s catheterization site. Catheter removed through the normal extraction route. No other information was provided.